Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's tremor movement disorders. It was reported that the healthcare provider found an unusual error screen of an out of regulations 64 (oor) message the last two programming sessions since (B)(6). After the screen the healthcare provider is able to proceed normally and make adjustments that have benefit for the patient. It was reported that the patient¿s ins seems to be working okay. No troubleshooting was possible due to lack of access to the product. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the oor message was not determined. They ran through a few different scenarios and are going to try to rule out a connectivity issue by doing multiple impedance checks by having patient turn head. It was also noted that the patient's healthcare provider was not too concerned because the patient's therapy had not been interrupted even though this oor was present on the programmer (8840).